Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2018. There are no plans to reimplant the patient at the time of this report.